Event description:
A report was received that a patient's precision system was explanted due to burns from the charger. (Reported in MDR #3006630150-2010-01152). The patient is reportedly doing well following explant surgery.

Manufacturer narrative:
Devices were not returned to bsn as they were discarded by the medical facility.